Event description:
It was reported that the patient was 20/20 j1 but never adjusted to glare and halos after the implantation of the synergy intraocular lenses (iol) in both eyes. There was no refractive error, or residual astigmatism. The lenses were exchanged to non-johnson and johnson monofocal lenses. No complications were observed during the exchange procedures described as being routine surgeries. Patient outcome was reported as having no complications. No further information was provided. It was unknown from which eyes the lenses were explanted. This report represents the right (od) and a separate report will be submitted for the left (os) eye.

Manufacturer narrative:
Age, weight and ethnicity ¿ unknown, not provided. Date of event is unknown. The best estimate date would be between the date the lens was implanted, (B)(6) 2021, and the date it was reported on january 25, 2022. If explanted; give date: unknown, not provided. Initial reporter email address: unknown, not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.